Manufacturer narrative:
An event regarding a size/fit issue involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as no devices were returned. Medical records received and evaluation: a medical review was not performed because no information was provided and no adverse consequences to the patient were noted. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined. Additional information such as return of the devices is required to fully investigate. No further investigation is required at this time. If further relevant information becomes available, this investigation will be re-opened.

Event description:
Surgeon tried 2 stems before deciding on a accolade 2 number 4. Patient outcome was excellent. Once stem was tried md did not like fit and decided on the next size stem. This was during surgical procedure.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon tried 2 stems before deciding on an accolade 2 number 4. Patient outcome was excellent. Once stem was tried md did not like fit and decided on the next size stem. This was during surgical procedure.